Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The display overlay was broken. The stylus tip was also found to be separated from the main body, and the system fan was noisy. (B)(4).

Event description:
It was reported that the screen of the programmer was cracked and needed to be repaired or replaced. The programmer was returned for service. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.